Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Complaint of overheating could not be reproduced. Product failed functional testing when the right (forward) button failed to function. Cause of right button malfunction is a stuck keeper switch. Right button performs as expected with a known good keeper switch installed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The cause of the right button malfunction has been determined to be a defective keeper switch of the right button assembly. Factors that could have contributed to the button malfunction include a burr in the button switch, a bad finish on the stem, or a defective keeper switch or spring. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the mdu was overheating. There was no delay or patient injury reported.